Manufacturer narrative:
The device (B)(4) has been inspected for investigation purposes. The tests performed confirmed that the head holder adaptor was non-functional. The defective parts were repaired with adding a new ring inside of the head holder adapter.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the head holder adaptor was non-functional. There was no patient involvment reported.